Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. There have been no other complaints reported in the lot. No further info is expected. (B)(4).

Event description:
The (B)(6) health authority received 19 reports of implanted intraocular lenses (iols) in 11 patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Eight patients are bilaterally implanted, three of the patients are unilaterally implanted. This patient is bilaterally implanted; this report is for the right eye. No further info is expected. There are 19 reports associated with these events. This is the 15th report.